Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked display window, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked on the reservoir tube window, and a cracked reservoir tube. Cracked and bleeding display glass was noted. The displacement test could not be performed due to the cracked and bleeding display glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there is visible damage on the display of the insulin pump. Advised customer the insulin pump would be replaced. No further information provided.